Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). After a 2.50 x 16 synergy¿ drug-eluting stent crossed the lesion, it was noted that the pressure did increased when inflated. When negative pressure was applied, balloon rupture was suspected as blood was noted. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found visible hardened medium resembling dried blood along the extrusion length and at the proximal end of balloon. The hypotube tab pierced through the mid-shaft extrusion on the proximal end of the port weld and the mid-shaft was twisted. The bi-component bond showed no signs of damage or strain. As part of the analysis, the device was soaked in a water bath at a temperature of 37 degrees celsius to soften the hardened medium and was removed from the water bath after 3 hours. An encore hand held inflation device was used to inflate balloon, however a pinhole leak was detected at the location where the hypotube pierced through the extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). After a 2.50 x 16 synergy¿ drug-eluting stent crossed the lesion, it was noted that the pressure did increased when inflated. When negative pressure was applied, balloon rupture was suspected as blood was noted. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.